Manufacturer narrative:
(B)(4).

Event description:
The patient had a "lump in the back near the catheter" and was vomiting 3-4 times a day; the patient felt like she was going through withdrawal. The lump "was off the side, but she cannot feel it." She experienced "spasming and has constant headaches." These symptoms had been on-going "all week". The pt had an MRI on (B)(6) 2011. The pt stated that they had ruled out a pump or catheter problem, but thought that there could be a potential tumor. The pt was hospitalized on (B)(6) 2011; an MRI was planned. The medications being delivered via the device system were baclofen and dilaudid. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.